Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The bipolar retaining clip is broken.

Manufacturer narrative:
Examination of the returned instrument confirmed the complaint; both ends broke off. The root cause appears to be attributed to misuse and wear out. Review of the device history records and/or a lot specific complaint database search was not possible as the lot code required was not found on the trial. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.